Event description:
Pli20: according to literature source of study performed between 2003 and 2017, postoperative to laparoscopic splenectomy, one patient had intra-abdominal bleeding of about 360ml.

Manufacturer narrative:
Literature: title: clinical significance of splenic vessels and anatomical features in laparoscopic splenectomy source: journal of laparoendoscopic & advanced surgical techniques volume 31, number 6, 2021. If information is provided in the future, a supplemental report will be issued.